Event description:
New information suggests it was the pacing lead impedance on the right ventricular lead that was out of range. Lead revision has not occurred but is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the atrial and ventricular lead impedance were out of range. It was also noted that right ventricular oversensing was observed. Explant of both leads as well as the implantable cardioverter defibrillator was anticipated. The patient was stable. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the generator was changed out due to elective replacement indicator (eri) and the right ventricular lead revised (B)(6) 2018. Noise was observed on the right ventricular lead prior to the procedure. Due to limited lead access to the superior vena cava, an existing right ventricular lead was uncapped and the sense portion used while the sense portion of the model 7120 right ventricular lead was capped. The patient was well and discharged without incident.